Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into the maximum bolus procedure without the customer's consent. The blood glucose reading was unknown. The customer stated that she did not use the express bolus button because it was too fast for her. She noted that when she performed a bolus, the device would say maximum bolus when she had wanted to do so the "slow, easy way." She reported that this had happened twice. Advised that the insulin pump could be exchanged when the insulin pumps were available. No further assistance required and nothing further reported.